Event description:
It was reported that during the procedure, pre-dilatation of a 90% stenosed, de novo lesion in the non-tortuous proximal obtuse marginal (om) was performed using an unspecified 2.0x10 semi-compliant balloon via inflation at 8 atmospheres (atm). A 2.5x38 rx xience prime stent delivery system (sds) was then advanced via femoral access to the lesion without resistance and the stent was deployed without issue at 12 atmospheres. The sds was then withdrawn without resistance. After stent deployment, a proximal edge dissection was noted at the om ostium, extending into main vessel branch of the left circumflex coronary artery. The dissection was successfully treated via placement of a 3.5x18 xience v stent, followed by routine stent post-dilatation of the 3.5x18 xience v using an unspecified 2.75x12 non-compliant balloon. After treatment of the dissection, the patient was transferred for recovery; no device or other procedural issues were noted. There were no adverse patient sequelae. While a slight delay occurred, it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.